Event description:
During a coronary drug eluting stenting treatment procedure there was stent damage. The physician was attempting to place a taxus express2 3.00x32mm drug eluting stent but was unable to cross the lesion. When the physician pulled back it was noticed that the stent was flared. It was reported that there were no patient complications and the patient is "ok." The procedure was completed with another device of an unknown type and size.